Manufacturer narrative:
Patient's information, event date, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are unknown. Lot information is unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
Per complaint (B)(4), patient experienced failure of implant to osseointegrate.